Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that same leads and extensions were used with this device and the previous device (serial number (B)(4)) that was used as an external neurostimulator. A pocket adapter was additionally used with this device.

Manufacturer narrative:
Product ID: 7428, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 64002, serial# (B)(4), product type: adapter. Product ID: 3389-40, serial# (B)(4), product type: lead. Product ID: 3389-28, serial# (B)(4), product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient died from aspiration.

Manufacturer narrative:
(B)(4).

Event description:
This event has already been reported in manufacturer report # 9614453-2012-00053. The following information was reported: additional information received reported that the device was re-implanted on (B)(6)-2012. The patient developed an infection, and the doctor removed the device on (B)(6)-2012. The reporter stated that the patient died on (B)(6)-2012, and the cause of the event was unknown. No further information was reported. Any additional information received regarding this event will be reported in this manufacturer report.